Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose (bg) reading of 560 mg/dl with extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was a loss of prime issue. Reportedly, the pump alerted for loss of prime once. The reporter completed prime step with cartridge changes. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was not followed. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the cartridge instruction for use was not followed.